Manufacturer narrative:
This MDR is being submitted to correct the incorrect manufacturing site and related fields that were previously submitted under MFR # 0003015876-2019-01344. Physio-control performed an evaluation of the customer's device and no product problem was found. The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined. Physio-control performed a clinical review of the event and determined that it is unknown whether the device contributed to the outcome of the patient or not. The provided information was insufficient to determine device contribution.

Event description:
The customer contacted physio-control to report that when their lucas device was removed from use on a patient "the patient¿s chest opened up down mid-line sternum and a large amount of blood sprayed out of open cavity." It is unknown if the device cause or contributed to this event. The patient involved in the reported event is deceased.